Event description:
It was reported that the user experienced episodes of low blood glucose after announcing meals while using the ilet with a libre 3 plus cgm and contact detach 23" infusion set, with one reported glucose value of 53 mg/dl after a usual breakfast; the user paused the ilet after announcements due to concern for overdosing and sought assistance with a factory reset and retraining on meal announcements, including a recommendation from the healthcare provider to enter a lower weight. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting, education on meal announcement technique and safety steps, and setup support for ilet adaptation. Investigation of this case revealed that the cause of hypoglycemia was not determined. It was concluded that the event was related to hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.